Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit has a defective touchpad. The customer reported there was no patient involvement.

Event description:
Customer contacted technical support (ts) stating that unit has a defective touchpad. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 09oct2019. The field service engineer (fse) performed evaluation and duplicated the reported problem. The field service engineer replaced the touchscreen to resolve the issue. The touchscreen was repaired to meet the performance specifications and passed performance tests following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.